Manufacturer narrative:
Review of records found no previous communications or complaints from this patient related to the nalu system. The patient reported to the firm that they "pick" at the implant site during the night and prefer to have it removed. There are no allegations of any system or component failure or malfunction.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2021 after successfully completing a trial phase. In (B)(6) 2023 the firm was made aware that the patient requested to have the system explanted due to discomfort with having an implanted component. A full system explant was performed on (B)(6) 2023.